Event description:
It was reported that the insulin pump alarmed no delivery. Customer stated the blood glucose at the time was 400's mg/dl. Customer stated that the alarm was resolved by a complete set change. Customer declined to return the set and reservoir for analysis. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.